Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation.the image submitted with the returned device appears to show a blood-like substance on a white cloth; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following mitral line ablation, following cti ablation, and following rpv ablation. The ensite case study indicated increases in impedance during rf delivery in 15 ablation events throughout the study. However, no anomalies were noted during the ablation events prior to patient removal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure, a blood clot was observed on the catheter following the completion of a right pulmonary vein isolation. The blood clot was removed with a cloth and the procedure was completed with no adverse consequences to the patient. In smooth tissue with point by point lesions.